Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was going through the fill tubing process and did not observe insulin coming from the end of the tubing. The customer changed supplies (new cartridge and infusion set) and was able to resume insulin delivery. The customer's blood glucose (bg) level was over 400 (mg/dl) and was addressed by delivering a correction bolus.